Event description:
The pt was having burning dysesthesia in her abdomen and chest which worsened with intrathecal bolusing. A catheter dye study (date not reported) revealed a possible kink/occlusion midline in the catheter, as well as an odd dye pattern coming out of the catheter tip. The catheter was spliced with removal of the spinal end. The pt recovered without sequela. The pump was used to deliver hydromorphone 9 mg/ml, bupivacaine 35 mg/ml, compounded baclofen 600 mcg/ml at a rate of 3.296 mg/day.

Manufacturer narrative:
Catheter.